Event description:
The customer reported a data error. The c-arm will not come up. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the flashed generator nodes and reloaded the cal files. System is ready to use.